Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01376. Medical products: item#: unknown, unknown bio-modular hemi humeral stem; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right shoulder hemi-arthroplasty on and unknown date for an unknown reason. Subsequently, the patient is scheduled for a revision surgery on and unknown date due to an unknown reason.

Event description:
It was reported that the patient had a right shoulder arthroplasty on an unknown date. Subsequently, the patient was scheduled for a revision in july due to bone fracture and loosening of implant. The patient cancelled the revision surgery for an unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01376-1 component codes: mechanical (g04) - head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap view of the right shoulder with obliquely oriented linear lucency along the proximal to mid humeral diaphysis suggesting nondisplaced fracture. Possible loosening of the proximal humeral component. No dislocation. Mild to moderate ac joint degenerative change. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.